Manufacturer narrative:
(B) (4). (B) (4). The iol was received with the optic cut in pieces precluding optical analysis. Prior to release the iol met all manufacturing specifications. While we were unable to definitively determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 6 weeks after the initial implant. The patient was unhappy with the iol due to a calculation issue. The original iol was replaced with the same model lens of a different diopter.